Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had pain at the pocket site back in (B)(6) 2018 and the patient had a revision where the doctor moved the battery to a different location. No further complications were reported/anticipated.